Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump would not charge normally. When the pump was plugged into a power source, it would not recognize the power source. It was also reported that the pump touchscreen was intermittently unresponsive. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to charge the pump with an alternate wall charger and navigate the touchscreen successfully. A replacement wall and car adapter were sent to the customer.